Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. F information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the initial implant of this 27mm mechanical valve in the tricuspid position, after being fully sutured into place, the valve was tested and it was noted the leaflets were immobile. As a result the valve was removed and successfully replaced with a non medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that the valve was discolored which is evidence of blood contact. Both leaflets were in the closed position and leaflet movement was tested and the leaflets moved without difficulty. Both leaflets were intact with no evidence of damage such as cracks and/or surface anomalies. The hinge orifice was intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms were intact. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. Conclusion: a review of the device history record (DHR) was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The cause of the leaflet motion cannot be determined. The valve was visually inspected with no anomalies and no evidence of damage was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.